Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the surgeon fired the atw35. It was reloaded and when fired it would not produce staples or cut. They reloaded again with the same results. A new atw35 was opened to complete the case, even using the 2 reload units that did not work on the first gun. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: any other noticeable damage, no; batch number, k01247; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, unfired and position/condition of wedge sleds, unfired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not produce staples or cut" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.